Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the metal part (heater wire) on the jaws was loose. This was noticed when it was opened from the package. There were no pt effects. The product was returned. Received user facility medwatch report (B)(4) with returned product.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater tip was detached and bent. The jaws had no signs of clinical usage. There was no evidence of blood. Based upon the visual observations, the reported complaint for "heater loose" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).